Manufacturer narrative:
July 10, 2013: the associated manufacturing records were reviewed. The review of the manufacturing records confirmed that the subject device was fabricated and released in accordance with established procedures. Further analysis from the manufacturer is pending.

Event description:
This device was removed (B)(6) 2013 due to an infection.

Manufacturer narrative:
(B)(4), 2013: method: the associated manufacturing records were reviewed. The review of the manufacturing records confirmed that the subject device was fabricated and released in accordance with established procedures. Further analysis from the manufacturer is pending. (B)(4) 2013. Result: the records showed that the device was manufactured, sterilized and released according to applicable standard operating procedures. (B)(4) 2019. This new report is re-submitted upon FDA's request.

Event description:
This device was removed (B)(6) 2013 due to an infection.